Event description:
It was reported to boston scientific corporation that the cutting wire of a hydratome rx sphincterotome device was noted to be loose during prep. The case was completed with another hydratome rx sphincterotome device. There were no patient complications associated with the event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.